Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubies were failed and device not detected on the bus. The customer stated that they managed to get the medication from other station that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 7 cubie pocket failed, and device was not detected on bus. A field service engineer (fse) found row e pockets failed often as per logs. Further, the engineer replaced cubie tray, tested in hardware test application (hta) and customer was able to access storage space to resolve the issue. The system functioned as intended after the field service engineer repaired the device.